Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found cracked. This was identified during automated peritoneal dialysis therapy training. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information is added to d9, h3, h6, and h11. H11: the actual device was provided for evaluation. A visual inspection showed a small crack on the edge of the lid, however, no bruising or crushing of the lid was evident. The reported condition was verified. The cause of the condition could not be determined, however, possible causes are over-twisting onto the female luer port or an issue related the raw material of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.